Event description:
During a request to perform a manual drain on a homechoice (hc) machine, the caregiver (cg) stated that the home patient (hp) had a hernia. During follow up, it was reported that the hernia was in the lower groin area and there was not a surgery scheduled to repair it at the time of report. The hp was performing the additional manual drain to alleviate discomfort in the area of the hernia. The hp did not have any overfill events during therapy. The cause of the hernia was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4): the device was not returned for evaluation. Review of the device service history and device history record revealed no issues that could have caused or contributed to the reported difficulty of hernia. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The exact date the patient got the hernia was unknown but it was reported that it was diagnosed six to eight months prior to the report. The device was not received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.